Event description:
It was reported that the external pulse generator had no output, no matter what the setting. The leads and battery were changed but the situation did not resolve. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Lower case is damaged (dent) and broken. One side bail cover is broken. The ring is bent. Battery drawer is damaged (dent).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.